Event description:
The customer reported that a visitor experienced hydrogen peroxide contact after picking up a "freshly processed tray". The customer stated that the visitor rinsed the "burn area" with "copious" amounts of water and the contact site cleared within 10-15 minutes. There is no contact information provided for the visitor so no additional follow-up can be performed. Service requested to assess the unit.